Event description:
A (B)(6) male who was electively admitted on (B)(6) 2011 for pre-operative optimization for repair of an abdominal aortica aneurysm (aaa) scheduled for (B)(6) 2011. On (B)(6) 2011, the pt underwent an endovascular abdominal aortic aneurysm repair. During the procedure, after deployment of the medtronic graft, whilst exchanging the pig tail catheter for the guide wire, the guide wire inadvertently looped around one of the struts of the deployed graft and could not be retrieved. After several unsuccessful attempts, an 8mm x 10mm smart stent was deployed in external iliac artery to fixate the retained guide wire against the wall of the iliac artery. The wire was cut at the common femoral artery and 6-0 prolene suture was used to tack the retained guide wire to the arterial wall. On (B)(6) 2011, the pt was taken back to the operating room (or) for attempted retrieval of the retained guide wire via the left brachial artery. During the procedure efforts to snare the wire were successful as there was a concern for graft displacement once traction was applied. No further attempts were made to retrieve the guide wire at this time but stent placement to secure the proximal end of the guide wire, was planned for a later date. After the second operative procedure, the pt was discharged home on (B)(6) 2011, in stable condition, with instructions to follow up in the vascular clinic to schedule the final operative procedure.